Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 8 atmosphere for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient condition was good post procedure.

Manufacturer narrative:
Initial reporter city e1: (B)(6).

Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 8 atmosphere for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient condition was good post procedure.